Event description:
It was reported that the lens was inserted and removed from pt's right eye due to unspecified complication of the procedure which required vitrectomy and anterior chamber (ac) lens implant. The pt's current prognosis is good. Add'l info has been requested. Please reference MDR# 1119279-2014-00031 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.